Event description:
The consumer reported they were not able to communicate with the recharger or the patient programmer (pp) and thought the implantable neurostimulator (ins) needed to be trickle charged. It was stated they didn't ee a call your doctor message on the pp, but they saw the poor communication message. It was noted the last successful charge session was the thursday before last week. The patient had been getting a lot of x-rays and cat scans over the last couple of weeks because they had been sick. It was stated the sickness wasn't related to the spinal cord stimulation (scs) therapy. It was either their pancreas or gallbladder. The patient wondered if the cat scan or x-ray could have something to do with them not being able to charge. It was noted they had already contacted their managing physician's office and had to have a procedure the (B)(6) so was wondering if the manufacturer representative could meet with them then. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.